Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, baxter cannot determine the root cause. Since the lot number is available a batch review will be performed. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report for a connection issue was not confirmed due to a lack of sample. During investigation by baxter the root cause of this incident was determined to be caused by use error and there was no allegation of a product malfunction. Since the cause was determined to be use error a batch review and sample evaluation were not conducted. Labeling review found labeling to be adequate for the use error identified in this complaint. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center and reported that one of the spikes had come out of the bag and he reconnected it. The technical service representative (tsr) explained that he will need to setup with new supplies. Product surveillance contacted the home patient (hp) on (B)(6) 2011 regarding the cassette line coming out of the bag. The hp said that he had 1 bag on the floor propped up and it slid down and the spike came out of the bag. The hp had pushed the spike back into the bag. The hp started over using new supplies. Per hp, he did not receive any injury or medical intervention as a result of this incident. The hp stated that he was doing fine and continuing therapy. No allegations were made against any of the hp?s dialysis products. No further information was provided.